Manufacturer narrative:
The customer reported "product was discarded. No product to return": therefore, it is not possible to evaluate the refill tubing sets and determine the root cause of this complaint. The complaint of¿ the paper lid on syringe barrel leaked and lots of medication poured out" may be associate with fluid coming in contact with the seal. The paper seal is not intended as a lid, it is in place to prevent splashing. It is not recommended that fluid is allowed to saturate the seal as leakage can occur. However, without the product it is not possible to determine the exact root cause of this complaint. This is the first complaint of this type for this product code and lot number. We will continue to monitor for this or similar complaints for this lot number. At the present time this complaint is closed.

Event description:
During pump refill procedure, the provider was pulling excess medication out of the pump into a 50 ml calibrated syringe barrel. The paper lid on syringe barrell leaked and lots of medication poured out, including onto the patient. The customer was concerned about not being able to adequately measure removed drug. Device was discarded. No sample to return.